Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4282453. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.0in had needle retraction issue it was reported by the customer that catheter does not turn easily to get it off the hub when prepping for the insertion. During insertion, catheter does not advance easily and is painful to patients. Doesn¿t thread or advance during deployment. Needle not retracking upon advancement. Verbatim: we recently have had some complaints with our 20ga. IV catheter needles. The main are concerns are listed below: catheter does not turn easily to get it off the hub when prepping for the insertion. During insertion, catheter does not advance easily and is painful to patients. Doesn¿t thread or advance during deployment. Needle not retracking upon advancement.